Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893313. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Event description:
(B)(4). This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis. The cause of the peritonitis was an internal contamination. The patient was not hospitalized for this event. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.